Event description:
The customer reported the cine function was not operating. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.